Event description:
Healthcare professional reports two incidents of blood leaks. One of two incidents tested positive for blood leak. Blood was not returned in both incidents. In one incident, treatment was resumed with new disposables. No pt injury or medical intervention reported.